Event description:
Connection issues during the implantation procedure; therefore, the device was not implanted. Both the atrial and ventricular leads were connected to the subject device. Once the device was placed in the pocket, an ECG analysis was performed to verify pacing. After the identification of abnormal ventricular pacing, and subsequent measurement of a high ventricular lead impedance, the device was taken out of the pocket and the ventricular lead removed. It was noted that this lead "came out easily." An attempt was made to reinsert the lead in the port and tighten it, but upon pulling on the lead, it again came out easily. Another pacemaker was implanted instead without anomaly. The physician indicated that the associated video has been viewed, but it is not known, if the methods were applied.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the u.s. In response to the warning letter that the u.s food and drug administration issued to sorin biomedica crm (dated oct 29, 2009), sorin is filing this MDR at this time. Conclusion: the electrical characteristics of the returned device were determined to conform to established specifications. As received, the connection system of the pacemaker functions as specified with the returned screwdriver, in spite of the identified damages to the ventricular set-screw. Considering the report of the physician, one possible hypothesis to explain why the ventricular lead came out of the port after the clicking sound was heard and damage to the ventricular set screw is that: the ventricular lead pin was not inserted all the way into the ventricular port. Subsequently, the ventricular set screw was screwed in until the clicking sound was heard, but due to the incomplete insertion of the lead, a connection was not made. The physician did not report having checked the tightness by pulling on the ventricular lead prior to placing the pacemaker in the pocket. Upon removal of the pacemaker from the pocket and after checking the lead impedance, another attempt at securing the ventricular lead was made. Only one counterclockwise turn of the setscrew was made prior to reinsertion of the lead. This would not have been sufficient to allow for its complete introduction in the port, since the set-screw had previously been entirely screwed in. Again, as above, tightening of the set screw until the clicking sound was heard was not a sufficient condition for the ventricular lead connection since the lead was not entirely introduced into the port. The multiple manipulations of the ventricular set-screw during this process, some of which may have been performed with the screwdriver incompletely inserted into the set-screw cavity, were the likely cause of the deformation of the set screw cavity observed.